Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the power cord for the viewing station of the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect power cord was returned to the manufacturer for evaluation. Visual inspection found that the molded plug of the cable had been replaced by an universal hospital grade plug.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A replacement power cable was shipped to site. The suspect cable has been not received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that while outside of a procedure, the power cable for the imaging system had a broken prong and the system was having issues with the power. There was no patient present at the time of the issue.